Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) assembly out of specification due to a defective diode.

Event description:
The patient reported the monitor was not going through the telemetry phase. The monitor was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported.